Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
It was reported via phone call that the o-rings are damage and reservoir does not lock in place. The customer's blood glucose was unknown. The customer was advised that the pump will be replaced.